Manufacturer narrative:
One swan ganz catheter was received by our product evaluation laboratory for a full evaluation. The report of inflation issues was confirmed. As received, the balloon did not inflate due to two tears, at the proximal end of distal balloon bond. The edges of latex did not appear to match at the torn location. All through lumens were patent without any leakage or occlusion. No visible damage or abnormality was observed from catheter body. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. As part of the device manufacturing, the units go through a balloon inflation process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in a patient undergoing coronary artery bypass graft surgery (CABG) with this swan ganz catheter, the balloon did not inflate during wedging. There was no allegation of patient injury. The device was received for evaluation and the balloon had two tears in and the edges of the latex did not appear to match at the torn location. Patient demographics were unable to be obtained.